Manufacturer narrative:
(B)(4). The customer provided four photos for analysis. The complaint of catheter body separation during use was able to be confirmed by the photos. The four photos revealed that the distal portion of the catheter body had completely separated. Evidence of use was observed in the form of biological material on and within the catheter body. The customer returned the distal portion of the catheter body for investigation. Visual examination of the point of separation revealed a deformed and pinched catheter extrusion that is partially sealed together. This damage is indicative of thermal deformation to the plastic catheter extrusion. Additional information was received from the customer that stated, "senior physician suspects that the detachment of the cvc tip is possibly related to a thermal procedure that was used by the surgeon on this patient". This description is consistent with the supplied photos and returned catheter portion as the point of separation on the catheter shows clear signs of thermal deformation. The returned catheter body measured 40mm from the point of separation to the distal tip. The remaining portion of the catheter was not returned for analysis. The catheter outer diameter measured 2.910mm, which is within the specification limits of 2.85-2.95mm per the catheter extrusion product drawing. Functional testing could not be performed based on the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a separated catheter body was confirmed through complaint investigation of the returned sample. Visual examination of the point of separation revealed a deformed and pinched catheter extrusion that is partially sealed together. This damage is indicative of thermal deformation to the plastic catheter extrusion. Additional information was received from the customer that stated, "senior physician suspects that the detachment of the cvc tip is possibly related to a thermal procedure that was used by the surgeon on this patient". This description is consistent with the supplied photos and returned catheter portion as the point of separation on the catheter shows clear signs of thermal deformation. The catheter met all relevant dimensional requirements and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report, customer photos and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during a lymph node excision for suspected intrathoracic metastasis in the left anterior mediastinum, procedure , the 3-lumen cvc was placed in position v. Iug. Left without complications. ECG showed clear and reproducible p-wave amplitude variation. Fixation was by suture at 15cm skin level. All three extension lines were easily aspirated and flushed. There was no indication of damage to the material used. Surgery: intraoperative (after repositioning to the right side, skin incision, thoracic opening), the main infusion at the distal cvc line suddenly stopped flowing. The attempt to irrigate the cvc line also failed due to hard resistance: neither irrigating nor aspirating possible. The main infusion was then changed to the proximal line. An attempt to aspirate the medial line was also unsuccessful. The patient was then extubated postoperatively and transferred to the intensive care while the medial and distal cvc lines were no longer in use. Intraoperatively, the surgeon also used a device for thermally assisted tissue sealing in the immediate vicinity of the located cvc. : x-ray thorax report: cvc over left jugular with projection of the cvc end onto the brachiocephalic sinistra vein, and thus very far peripherally. As the cvc was obviously not in the correct position and was no longer medically necessary, it was removed about five hours after insertion. Damage to the material was not detected. A subsequent chest CT revealed clear evidence of a foreign body in the pulmonary arterial flow area on the right basal side. Interventional diagnostic radiology: on the next day of the procedure, transfemoral interventional removal of the foreign body was performed by wire snare. After retrieval, it was found to be the approx. 4cm long tip of the 3l cvc placed the previous day. The fracture site was approximately midway between the medial and proximal lumen. On close inspection, the end at the rupture site appeared severely deformed and crushed or melted (?), so that none of the three lumens was openly visible. The patient progressed uncritically and could be discharged home a short time later.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: during a lymph node excision for suspected intrathoracic metastasis in the the left anterior mediastinum, procedure , the 3-lumen cvc was placed in position v. Iug. Left without complications. ECG showed clear and reproducible p-wave amplitude variation. Fixation was by suture at 15cm skin level. All three extension lines were easily aspirated and flushed. There was no indication of damage to the material used. Surgery: intraoperative (after repositioning to the right side, skin incision, thoracic opening), the main infusion at the distal cvc line suddenly stopped flowing. The attempt to irrigate the cvc line also failed due to hard resistance => neither irrigating nor aspirating possible. The main infusion was then changed to the proximal line. An attempt to aspirate the medial line was also unsuccessful. The patient was then extubated postoperatively and transferred to the intensive care while the medial and distal cvc lines were no longer in use. Intraoperatively, the surgeon also used a device for thermally assisted tissue sealing in the immediate vicinity of the located cvc. : x-ray thorax report: cvc over left jugular with projection of the cvc end onto the brachiocephalic sinistra vein, and thus very far peripherally. As the cvc was obviously not in the correct position and was no longer medically necessary, it was removed about five hours after insertion. Damage to the material was not detected. A subsequent chest CT revealed clear evidence of a foreign body in the pulmonary arterial flow area on the right basal side. Interventional diagnostic radiology: on the next day of the procedure, transfemoral interventional removal of the foreign body was performed by wire snare. After retrieval, it was found to be the approx. 4cm long tip of the 3l cvc placed the previous day. The fracture site was approximately midway between the medial and proximal lumen. On close inspection, the end at the rupture site appeared severely deformed and crushed or melted (?), so that none of the three lumens was openly visible. The patient progressed uncritically and could be discharged home a short time later.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: during a lymph node excision for suspected intrathoracic metastasis in the left anterior mediastinum, procedure, the 3-lumen cvc was placed in position v. Iug. Left without complications. ECG showed clear and reproducible p-wave amplitude variation. Fixation was by suture at 15cm skin level. All three extension lines were easily aspirated and flushed. There was no indication of damage to the material used. Surgery: intraoperative (after repositioning to the right side, skin incision, thoracic opening), the main infusion at the distal cvc line suddenly stopped flowing. The attempt to irrigate the cvc line also failed due to hard resistance => neither irrigating nor aspirating possible. The main infusion was then changed to the proximal line. An attempt to aspirate the medial line was also unsuccessful. The patient was then extubated postoperatively and transferred to the intensive care while the medial and distal cvc lines were no longer in use. Intraoperatively, the surgeon also used a device for thermally assisted tissue sealing in the immediate vicinity of the located cvc. : x-ray thorax report: cvc over left jugular with projection of the cvc end onto the brachiocephalic sinistra vein, and thus very far peripherally. As the cvc was obviously not in the correct position and was no longer medically necessary, it was removed about five hours after insertion. Damage to the material was not detected. A subsequent chest CT revealed clear evidence of a foreign body in the pulmonary arterial flow area on the right basal side. Interventional diagnostic radiology: on the next day of the procedure, transfemoral interventional removal of the foreign body was performed by wire snare. After retrieval, it was found to be the approx. 4cm long tip of the 3l cvc placed the previous day. The fracture site was approximately midway between the medial and proximal lumen. On close inspection, the end at the rupture site appeared severely deformed and crushed or melted (?), so that none of the three lumens was openly visible. The patient progressed uncritically and could be discharged home a short time later.

Manufacturer narrative:
(B)(4). The complaint of catheter body separation during use was able to be confirmed by the customer photos. The customer provided four photos for analysis. The complaint of catheter body separation during use was able to be confirmed by the photos. The four photos revealed that the distal portion of the catheter body had completely separated. Evidence of use was observed in the form of biological material on and within the catheter body. Visual examination of the point of separation revealed a deformed and pinched catheter extrusion that is partially sealed together. Additional information was received from the customer that stated, "senior physician suspects that the detachment of the cvc tip is possibly related to a thermal procedure that was used by the surgeon on this patient". This description is consistent with the supplied photos as the point of separation on the catheter appears to be melted. However, a complete visual inspection could not be performed as no sample was returned for analysis. The IFU warns the user: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." A device history record review was performed based on the potential lot and no relevant findings were identified to suggest a manufacturing issue. Without the device to e valuate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during a lymph node excision for suspected intrathoracic metastasis in the the left anterior mediastinum, procedure , the 3-lumen cvc was placed in position v. Iug. Left without complications. ECG showed clear and reproducible p-wave amplitude variation. Fixation was by suture at 15cm skin level. All three extension lines were easily aspirated and flushed. There was no indication of damage to the material used. Surgery: intraoperative (after repositioning to the right side, skin incision, thoracic opening), the main infusion at the distal cvc line suddenly stopped flowing. The attempt to irrigate the cvc line also failed due to hard resistance, neither irrigating nor aspirating possible. The main infusion was then changed to the proximal line. An attempt to aspirate the medial line was also unsuccessful. The patient was then extubated postoperatively and transferred to the intensive care while the medial and distal cvc lines were no longer in use. Intraoperatively, the surgeon also used a device for thermally assisted tissue sealing in the immediate vicinity of the located cvc. : x-ray thorax report: cvc over left jugular with projection of the cvc end onto the brachiocephalic sinistra vein, and thus very far peripherally. As the cvc was obviously not in the correct position and was no longer medically necessary, it was removed about five hours after insertion. Damage to the material was not detected. A subsequent chest CT revealed clear evidence of a foreign body in the pulmonary arterial flow area on the right basal side. Interventional diagnostic radiology: on the next day of the procedure, transfemoral interventional removal of the foreign body was performed by wire snare. After retrieval, it was found to be the approx. 4cm long tip of the 3l cvc placed the previous day. The fracture site was approximately midway between the medial and proximal lumen. On close inspection, the end at the rupture site appeared severely deformed and crushed or melted (?), so that none of the three lumens was openly visible. The patient progressed uncritically and could be discharged home a short time later.